Event description:
It was reported that there was a confirmed motor stall. A motor stall with no recovery was noted in the event logs. The pump contained baclofen. Additional info received reported that the pump was stalled for over 24 hours. The pt experienced baclofen withdrawal and put into in-patient status. The pt was monitored and given oral baclofen. The next day the pump was replaced. It was stalled when it was explanted. No pt outcome was reported. It was noted that the pump was going to be returned to the MFR for analysis; as of the date of this report, the device had not been received. Additional info has been requested, but was not available as of the date of this report.